Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "transfer set and titanium had disconnection from the junction over the screw connection". This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to this report. The reported lot number h17b03068 is not an actual alleged device, but a suspect lot number. This report is a duplicate of manufacturer report number 1416980-2018-03473. All information and evaluation results will be submitted under report 1416980-2018-03473.